Event description:
A surgeon reported that a pt who received op-1 implant in conjunction with tcp putty (calstrux) experienced swelling, pain, and indurated tissue at the operative site and neurological symptoms which included weakness in the hand. No surgical intervention was necessary and the events were resolving. The surgeon suspected the events were related to op-1 implant and tcp putty (calstrux). Follow-up info received on 7/24/06 confirmed that the pt, a female who received op-1 implant in conjunction with tcp putty (calstrux) in 2006 as part of an open reduction internal fixation with a bone graft, a plate and screws for a delayed union of the clavicle, experienced swelling, pain, and induration at the operative site, brachial plexus dysfunction and difficulty swallowing 1 day following the surgery. The events prolonged hospitalization and were considered serious. Testing included x-rays. Treatment included analgesics (not specified). The surgeon suspects the events are due to tcp putty (calstrux), not op-1 implant. The events resolved. No significant surgical history, concurrent illness, or concomitant medications. No additional info is expected.